Manufacturer narrative:
An event of the paravalvular leak was reported. The possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Information from the field indicated that was no severe calcification noted, there were no deployment difficulties, and the valve was implanted at an appropriate depth. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant, using large flexnav delivery system. Approach with right femoral cut-down. A 14fr non-abbott sheath was inserted. Pre-implantation balloon-aortic valvuloplasty (pre-bav) performed. Observation was made that there was slight indentation of the right and left annulus area. The 14f sheath was removed and the flexnav delivery system was advanced. First deployment attempt, the valve was at 8mm non-coronary cusp (ncc) and 8mm left-coronary cusp (lcc). The valve was re-sheathed, and a second deployment was performed. The valve was deployed with an implant depth of 4mm ncc and 3mm lcc. The valve remained at 4mm ncc and 3mm lcc after release. Echocardiogram showed a mild-moderate paravalvular leak (pvl). There was calcium to allow sealing. Post-bav was performed using a 22mm non-abbott balloon. There was no major hemodynamic collapse. Simultaneous manometry was performed, and mean pressure gradient was 6mmhg. Echography evaluation showed slightly improved pvl. The procedure completed without complications. The patient is reported to be stable.